Event description:
Reportedly, the subject device was implanted on (B)(6) 2015 with two tilda leads. After 24 hours, the lead impedance increased and no capture was observed. The physician decided to replaced the subject device which was returned for analysis. Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2015 with two tilda leads. After 24 hours, the lead impedance increased and no capture was observed. The physician decided to replaced the subject device which was returned for analysis.preliminary analysis showed that the device operated within specifications.